Event description:
The patient reportedly experienced a decrease in performance. The patient's device was explanted. The patient was reimplanted with another advanced bionics cochlear device.

Manufacturer narrative:
(B)(4). The external visual inspection revealed that the array was severed prior to receipt. This is believed to have occurred during revision surgery, the device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented some of the electrical tests from being performed. The device passed the electrical and mechanical tests performed. The device passed the tests performed. This device configuration is no longer manufactured. This is the final report.